Manufacturer narrative:
(B)(4). During laboratory analysis, the pst observed small amounts of white residue in a few areas of the dual in-line memory module (dimm) socket. Without cleaning the dimm socket the back panel was temporarily put back on. The unit powered on with loss of display and vertical bars of various colors. After opening the back panel and agitating the dimm and internal connections the pst was unable to get a clear display or a change in the appearance of the bars. The unit was then powered off, removing and reseating the dimm into its socket. The unit powered on with no further issues. The dimm was cleaned as a precautionary measure. The unit operated to the manufacturer's specifications. Per customer request, the device was returned unrepaired and tagged as not for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the monitor had an intermittent loss of display with vertical bars displayed. There was no patient involvement.